Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that system was unable to boot. To resolve the issue, the fse performed hard reboot of the system. After restarting, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.